Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the arm. The patient used insulet omnipod5 in hybrid closed loop and felt inebriated. On (B)(6) 2024 , the cgm was reading 110 mg/dl and the blood glucose reading was 212 mg/dl. The patient self-treated with 10 units of insulin and felt worse. He had dizziness and presyncope. He called emergency medical service (ems). The bg was 180 mg/dl and the cgm was not documented. The patient was taken to the emergency department (ed) and given IV saline. He was discharged after 3 hours. There was no documentation of further medical evaluation or intervention. He was okay during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.